Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon is loosely folded.the hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous shaft kinks. Microscopic examination of the device revealed that there is a balloon pinhole at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the dorsalis pedis artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a 1.8 non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the dorsalis pedis artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a 1.8 non-bsc device. No patient complications were reported.